Event description:
It was reported that after implant procedure the right atrial (ra) lead was found dislodge. Physician explanted the lead and replaced with a new one. No additional adverse patient effect were reported.